Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the 8mm synchroseal instrument to perform failure analysis. The instrument was analyzed and main tube was found to be bent. The bending damage was located around the middle of the main tube. The jaw cover was found to be missing from its normal position and was not returned.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm synchroseal instrument was stuck on the universal surgical manipulator (usm) of patient side cart (psc). The user completed the procedure and no known impact or patient consequence was reported.